Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. A technical support specialist (tss) connected remotely to the servers and identified that the hospital information technology team had previously rebooted them. The tss then performed a proper server reboot sequence and restarted the required services to restore normal operation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating, and orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.